Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where an overheating insert resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Product was not received from customer. Product is well beyond useful life.

Event description:
While using a 30k fsi-sli-10s insert, the tip broke, it was getting hot and slipping out of the handpiece; no injury resulted.